Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 101,326 joules of use and 21:26 minutes, "broken fiber-direct shooting" was observed. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed. There was no injury to patient reported.